Event description:
I have been to multiple specialists over the past 15-16 years. My dr continues to refer me from one cardiologist to another, to neurologists, orthopedic surgeons, rheumatologists, abundant labs, xrays, ultrasounds, MRI's. The pain in my breasts radiates up my chest and under my arms. The joint pain is debilitating. My surgeon implanted me in (B)(6) of 2003 with allergan (mcghan) 410 textured silicone implants. I was told these were safe and asked to be on a study. My dr has since lost his license and I have no way of obtaining my records. Meanwhile I continue with debilitating pain and no one to help me. I have had so many tests it would take me weeks to detail each account. Migraines, joint pain, breast pain, extreme fatigue, muscle weakness and pain, horrible neon fog, memory loss, blurred vision, chronic sinusitis, chest pain, heart issues. FDA safety report ID# (B)(4).